Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the data and noted that right ventricular pacing impedance had been rising but was still within range. Ts recommended programing options. This device remains in service. No adverse patient effects were reported.